Manufacturer narrative:
Based on available info, this event is deemed a reportable malfunction. The device did not perform as intended during removal. Fi the balloon fails to deflate in use, it is common practice to cut through the inflation line to deflate the balloon. A forceful removal of a fms device with a fully inflated balloon may cause an injury to the soft tissues of rectal mucosa. No injury to the pt was reported. No add'l info has been provided to date. A return sample for eval is not expected. (B)(4).

Event description:
Reporter states that the health care professional encountered difficulty in deflating the product, which was in use for a few days, upon removal from the pt. In addition, they were unable to remove an unk amount of water from the product. The pt was not harmed as a result of this procedure.